Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qdmbbh batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was breaking when tying surgical knots. No additional information was provided.